Event description:
It was reported that this electrode had dislodged from its original implant position and was susceptible to oversensing of myopotential noise. Surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. This electrode is expected to be returned back from the field for analysis. This event will be updated upon completion of analysis.